Event description:
Healthcare professional reported seroma-late. Healthcare professional later reported lymphadenopathy and capsular contracture, baker grade unknown. The device remains implanted. This relates to the right side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphadenopathy, seroma-late and capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy, seroma-late and capsular contracture, baker grade unknown.

Manufacturer narrative:
Reason for reoperation: lymphadenopathy, "liquid collection"; capsular contracture, baker grade iii-IV. Additional, changed, and/or corrected data: a4, b5, g2, h6.

Event description:
Healthcare professional reported right side "liquid collection on breast ultrasound." Healthcare professional later reported "small liquid accumulation on the anterior surface, more in the outer and inner quadrants with partially dense content", "lobulated contours", "pain", "investigation for alcl", "capsular contracture" baker grade iii-IV and "intra-mammary lymph node located in the supero-lateral quadrant, measuring 1.0 x 0.4cm, with preservation of the central echogenic hilum." Device remains implanted.